Event description:
Medtronic received a report regarding a pipeline failure to open distally and a marksman catheter kink in the distal segment. The patient was undergoing aneurysm blood flow directing dense mesh stent implantation for a saccular, unruptured supraclinoid aneurysm in the right internal carotid artery with a max diameter of 10.6 mm and a 11.2 mm neck diameter. The landing zone was 3.72 mm distally and 4.33 mm proximally. The accessed vessel was the femoral artery with a diameter of 4.9 mm.  It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet treatment was administered.  The angiographic result post procedure showed part of the aneurysm was developed and the retention of contrast agent was obvious. It was reported that the patient had an aneurysm of the supraclinoid segment of the right internal carotid artery, and was going to undergo dense mesh stent implantation. The 0.014 guide wire carried the microcatheter marksman to the m2 segment of the middle cerebral artery, and delivered the pipeline 4.5*35 stent along the marksman to the m segment of the middle cerebral artery. Pushed out the development guide wire at the m2 segment, the whole withdrew to m1 segment, and prepared to deploy the stent. After repeated attempts at the m1 segment three times, the tip end could not be opened. Immediately withdrew and found that the soft segment at the far end of the marksman was kinked, and there was burrs at the tip of the stent, which could not be used normally. Withdrew immediately, replaced with the same model of stent and catheter, and the operation ended smoothly. It was reported the catheter was kinked in the distal segment. The pipeline was not used for an indication that is off-label. It was reported the pipeline failed to open in the distal segment. The pipeline was not positioned in a bend. More the 50% of the pipeline had been deployed when it failed to open. T he pipeline was resheathed more than two times. It is unknown if there were any additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removed with the microcatheter. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped-450-35, lot# b304398. Damage location details: the pipeline flex braid was found stuck within the excelsior xt-27 catheter hub. The excelsior xt-27 catheter body was found damaged (flattened) at 9.8cm from the catheter distal tip. The excelsior xt-27 catheter distal tip was found damaged (ovalized). Both ends of the pipeline flex braid were found open, but damaged (frayed). The pipeline flex pusher distal core wire was found broken at the sleeves. The pusher tip coil outer coils were found loose (detached) from the solder. The pusher tip coil was found damaged. Testing/analysis: the excelsior xt-27 catheter was dissected (cut) and the pipeline flex braid with the pusher sleeves and tip coil were removed. The broken pipeline flex distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via torsional overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. The patient's vessel tortuosity was moderate, and the braid was not positioned in a bend, ruling out patient vessel tortuosity and user deploys braid in vessel bend as potential causes. In this event, it is likely the damage found with the pipeline flex braid contributed to the failure to open issue. Regarding the customer¿s ¿pipeline damaged¿ report the issue was confirmed. Damage to the pipeline flex braid (fraying), pusher separation, and pusher tip coil damage can occur if the device is advanced/retrieved against resistance. In addition, damage can occur if the device is resheathed more than 2 times, over-manipulation, or deployment technique. However, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.